Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided, therefore no review could be performed. This complaint is being opened from a self-service customer report. The reported device was not sent fo france for investigation as repairs were carried out locally by (B)(4). After several attemps, the market unit (mu) confirmed that the reported issue is due to an instance of damage, potentially caused by the device being dropped. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Per customer: "device will not turn on; the battery is charging, but the on/off button is not working. Needs upper case replacement. Also noticed that the door is damaged; the upper case is replaced, the door is replaced the following calibrations were performed: door, lcd contrast pm needed." No patient issues were reported. Reporting due to a potential defective keypad. More follow up information is needed to complete the investigation.